Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va006qs, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information was received. It was reported that some electrodes were found to be faulty during the diagnostic test that was run. The new programs were entered to exclude the failing electrodes. It was noted that the faulty electrodes caused the high impedances, and the shocking and pain that was experienced when the patient was getting out of the car. The patient stated they had seen improvement as of (B)(6) 2017.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp reported that impedance reading were taken and found that all values were greater than 4000 ohms except for c1, c2, and 12. The hcp further reported that the patient started feeling a shooting pain in the right leg intermittently when doing things like stepping out of the car. The patient had been assisted with turning stimulation off by the manufacturer call center about one week prior to the call, but the patient continued to feel the shooting sensation after stimulation was turned off. The caller ran impedances and many values indicated out of range high. It was reviewed with the caller that the high impedances were potentially the cause of the shocking sensation. The hcp was assisted with programming to the 3 pairs that seemed viable for programming. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.